Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found: device was received with multiple scratches and nicks on the front cover and enclosure. Enclosure also was cracked underneath the quick connect. Quick connect was corroded. Water tank cover has a crack on the bottom right. Device had an "old style" printed circuit board (pcb" and power switch. Line cord was faded and worn. Functional testing found water was leaking from the bottom of the water tank cover. The complaint was confirmed. Root cause of the leak was attributed to the crack in the water tank cover. What caused this condition was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking. The event was discovered during routine maintenance.